Event description:
In this event it was reported that while a customer was using a cavitron g90 scaler the insert was getting hot. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.